Event description:
I had the essure implant over five years ago and have been in excruciating pain, developed a nickel allergy. Been suffering from headaches and unexplained weight gain, dizziness and fatigue. The pain has gotten so bad that now I am being told I need a hysterectomy because doctors do not know any other way to remove the implant and I do not have (B)(6) to pay to get it taken out by (B)(6). Please help me.